Event description:
It was reported that the battery remaining in this device has decreased to 3% after approximately five years of implant time. The doctor suspects premature battery depletion. The device was successfully explanted. There were no additional adverse patient effects.